Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply and the sram battery were replaced. Additionally, the sram was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported, the system would not boot up. There is no report of pt injury.